Manufacturer narrative:
Evaluation summary: cuts in the sewing fabric threads are detected along the wireform, and under the silicone ring of leaflet 2 at commissure 3. The cuts are detected at the inflow and the outflow aspect. It is most likely that the cuts unraveled the fabric leading to a visible gap of approximately 6mm. No cuts detected in the silicone ring. A gap is noted at the coaptation region. X-ray.

Event description:
Reportedly, the device was explanted after an implant duration of 8.4 months due to unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
Device not returned.

Event description:
Reportedly, device was explanted at implant due to two holes at level of ring to the valve itself. Per the cer: device implanted on date (B) (6) 2009; after implantation of the valve with 1/2 continue technique, we found two holes at level of ring to the valve itself. Probably fragile fabric which ruptured after insertion the 2/0 suture. It was replaced by another valve not identified. Patient's outcome after implant: alive. Outcome attributed to this event long bypass and ischemia. Device will be returned.

Manufacturer narrative:
This was determined reportable per edwards lifesciences. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Event description:
Pt was revised to address poly wear of the liner.